Event description:
It was reported that the patient had a grand mal seizure and the magnet decreased the intensity of the seizure. An ambulance was called and a-fib was seen on the monitor. The patient was hospitalized overnight and the patient's vns settings were increased. The patient had no further seizures at that time. No further relevant information has been received to date.

Event description:
Information was received from the physician that the seizure was not believed to be related to vns. It was a normal seizure related to the patient's condition and was not considered an increase in seizure intensity. No further relevant information has been received to date.